Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient (pt) fell and since the fall their symptoms had returned. The pt stated they would follow up with their hcp during their appointment on (B)(6) 2016. The hcp later reported the pt just needed recalibration of the device and the settings changed in order to resolve the return of symptoms. If additional information is received, a follow-up report will be submitted.